Event description:
It was reported that the device intermittently failed to detect the therapy cable connection. There was no known pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and parts info to repair the device. Follow up with the reporter found that the customer replaced the therapy cable to resolve the reported problem. The removed therapy cable was not returned to physio- control for evaluation.